Event description:
It was reported that a haptic was torn during injection of an envista ((B)(4)) intraocular lens into the patient's left eye. The incision was enlarged to remove the lens and another model lens was successfully implanted. The patient's prognosis is good. Additional information has been requested. Please reference MDR#: 1119279-2012-00321 for the delivery device.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.